Event description:
Customer called to report that blood was leaking from the probe intermittently on the coulter act diff analyzer, and that the background was failing on the rbc (red blood cell count) and plt (platelet count), interchangeably, at the end of the startup cycle. Customer stated that patient samples and results were not affected and that no one was harmed or affected by the leak. Operation of the instrument was discontinued until service could be provided. No patient results were reported. There was no death, injury, or affect to patient or user. The field service engineer replaced the probe rinse block and vacuum isolator chamber (vic) probe waste tubing and y-fitting to address the leak. The fse also replaced the syringe assembly, rbc bath/aperture, peristaltic pump tubing, blue filters, and all check valves for the failed backgrounds. Multiple startups were performed to confirm resolution of the probe leak and failed backgrounds, after which overall instrument performance was verified to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak is unknown, but was resolved by replacing the probe rinse block, vic probe waste tubing and y fitting. The failed backgrounds were addressed by replacing the syringe assembly, rbc bath and associated tubing/check valves. Customer has not called back to report any further issues. (B)(4).